Event description:
Information was received that while a smiths medical hotline warming disposable set was in use, it was noted to be leaking blood. The tube was reported to be damaged. No patient injury occurred.

Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. A broken luer was observed. The customer reported product problem was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.